Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced.

Event description:
New information notes the insulation anomaly was found during clinic interrogation. The lead exhibited noise and oversensing causing long pauses. The patient has no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.